Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The returned fragment was visually and electrically analyzed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. Due to the damages, an electrical inspection of the fragment was not properly feasible. The quality documents associated with the manufacture of this lead was re-investigated. There was no sign of any inconsistency during production and final acceptance tests. In summary, no indication of a material or manufacturing problem was noted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead and right atrial lead were dislodged and were repositioned. Subsequently, the health care professional called in regarding misaligned markers with electrograms during the threshold test. The field representative stated that they could verify the capture but seemed like the markers did not match up. Boston scientific technical services discussed troubleshooting measures. Both leads remain in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.